Manufacturer narrative:
The pump was returned to animas for eval and evaluated. The keypad appeared to be intact; however, it was confirmed that the ok and down arrow buttons were intermittently responding to user inputs and there was evidence of contamination under the ok and down arrow key contacts.

Event description:
It was reported that the ok and down arrow buttons were intermittently activating the desired pump functions and intermittently hypersensitive to button presses. The keypad is reportedly intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint.